Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that the patient fell on their device and ever since the fall they "don't know if a wire is loose". Caller reported since the fall pt has been having bladder spasms and every time pt touches something that is metal they get shocked. Caller provided event date as "about a week" and stated it has been getting worse. Caller inquired if this is normal. Reviewed device/therapy general function. Reviewed option for pt to try decreasing stimulation or turning therapy off to see if symptoms improve. Caller stated pt did not want to try decreasing/turning off therapy at time of call and may try at a later time. Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Product ID 3889-33 lot# va23g1r serial# implanted: explanted: product type lead suspect medical device information references the main component of the system. Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: 24-oct-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.